Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose readings of 430 mg/dl. Customer stated that they placed a new battery in the insulin pump and when shopping they received a beep. Customer attempted to calibrate, however were unable to due to blood glucose readings above 400 mg/dl. Customer stated that it was due to his pump shutting down. Device is not being returned for analysis.